Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery. Customer did not perform troubleshooting for no delivery alarm. Customer blood glucose reading was 305 mg/dl. Customer reconnect and connect their set but the issue reoccurred. The insulin pump will be returning for analysis.